Event description:
Patient reports her ms-3 pump for IV remodulin was malfunctioning. She did not have an error code to provide. She reported that when she went to change her syringe, she realized her pump hadn't been working and she wasn't receiving medication for about 12 hours. Sn (B)(4). Replacement pump will be sent. She switched to her back up pump and her usual dosing and is experiencing shortness of breath and flushing. Md was notified. No other information provided. Dose or amount: 40.2ng/kg/min. Frequency: continuous. Route: IV. Dates of use: from (B)(6) 2014 to current.